Event description:
Catheter showed wrong reading. Exchanged for new catheter and reading was fine. No patient injury was reported.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.